Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that the insulin pump had keypad anomaly and blank display. Customer's blood glucose at time of incident was unknown. Customer stated the up and down arrows is not responding. The customer stated indicated that the motor sounds like it continuous running and he was able only rewind but not able to get pump run correctly. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan.